Event description:
Patient receiving multiple "adjust belt" alarms and "no rate" messages. Staff advised patient to remove the belt, reapply lotion to the ECG electrodes and reconnect. This procedure was attempted twice without resolution. The patient was then asked to perform a manual ECG recording and download information to lifecor, inc. Due to the repeating alarms, the patient was unable to wear the device until a replacement belt was obtained the next day.